Event description:
It was reported that a dual pacemaker was implanted. During the implant procedure a implantable pacing lead (ipl) was tested and exhibited high impedance and thresholds. The ipl positioning was changed several times but the issue was not resolved. The lead was exchanged for another lead, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).